Event description:
On (B)(6) 2013, the patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. The subject pump had moisture within. There was no evidence of product misuse. The audio button was reportedly missing. There was water coming out for the area where the audio button was missing. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
Follow-up # 1 date of submission 09/27/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/05/2013 with the following findings:a review of the pump¿s history showed multiple reboots and a call service alarm. No damage was found to the battery compartment. The battery cap was found to have stripped threads. The display was found to be blank upon powering on, the audible and vibratory tones were functional. The pump was unable to be exercised during testing due to the blank displays. The pump cover was opened and evidence of moisture corrosion was found on the internal circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).